Event description:
It was reported that in 2009, pt had cannulated screws removed and converted to a total hip using adm cup. On the following month, doctor explained adm cup moved vertical. Reason unk. Four days later, pt was revised.